Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s last blood glucose value was 95mg/dl. Customer¿s blood glucose value at time of incident was 436 mg/dl and current blood glucose value was 269 mg/dl. Customer treated with the bolus. Customer reported that they contacted their healthcare professional regarding the high blood glucose level. Customer mentioned that the drive support cap appears normal. Insulin pump will not be returned for analysis.